Manufacturer narrative:
Section d4, h4: additional information device evaluation: the report of a potentially compromised driveline was also confirmed based on the evaluation of the pump. The pump was returned with the driveline cut approximately 1.5¿ from the pump housing and the severed portion of driveline, measuring approximately 33¿ in length, was returned. Continuity and hipot testing were performed on the 1.5¿ pump end portion of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 33¿ distal end portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed breaches in the insulation of all 6 wires approximately 32¿ from the controller connector, less than 1¿ from the proximal end of the 33¿ portion of driveline. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of all 6 wires could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage could have also resulted in a pump stoppage if the exposed conductors from two or more of the wires, from different phases, made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 4 years, 7 months, 20 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was seen at shared care site and was noted to have multiple low speed advisories in the history. The patient stated that the alarms tend to correlate with positioning/manipulation of the driveline and only occur while connected to the power module. The vad coordinator instructed the patient to remain on battery power until going to implanting center for full evaluation. Technical services review of the log file showed fifteen (15) low speed advisories on (B)(6) 2019 between 9:53 p.m. And 10:47 p.m. Speed drops were as low as 6190 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. Lastly, unrelated to the low speed events, patient had low flow events on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. They appear be physiological in nature and not equipment related. The patient has stayed on batteries; however, there have been multiple alarms of low speed with pump stopping. The patient stated feeling lightheaded with the alarm. The patient did not notify the site of the alarms. The patient will be admitted and undergo a pump replacement. No further information was provided.